Event description:
It was reported that the right atrial (ra) lead initially exhibited high thresholds and declining impedance at implant. Threshold measurements were down to normal the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).